Manufacturer narrative:
The iabp is under investigation and a supplemental medwatch form will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown. The customer attempted to restart the iabp, but it did not restart. The patient was switched to another iabp and therapy was continued. No patient injury was reported. After switching to another iabp, the customer tried to restart the initial iabp several times without success.